Event description:
It was further reported that allegedly the patient had skin break down. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion - replaced the foam air cell assembly.